Event description:
Patient has been receiving three-dose synvisc for more than a decade without incident. But one day after her first dose of synvisc one -- a new single-dose version -- her mobility has been drastically reduced, the pain pretty much limiting her to bed. Her condition has remained this way for nearly a month. One night, the middle finger of one hand became swollen, sore and hot to the touch. The curvature of her spine has also gotten worse. Dose or amount: don't know any of because I neither doctor nor patient.